Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the customer¿s insulin pump had a repeating error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump alarmed after batteries being replaced. Customer mentioned the insulin pump had repeating pump errors and had to reset the insulin pump. Customer also mentioned had detected an occlusion to prevent the flow of insulin. Advised the customer the insulin pump will be replaced. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarms noted during testing. No pump errors or unexpected insulin pump reset noted during testing. Pump error followed by pump error confirmed in the long trace file due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. Unit had scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.